Event description:
It was reported that the device presented a no message alarm. Patient reattached cassette, but issue persisted. After changing to new cassette, the issue was resolved. No patient injury was reported.

Manufacturer narrative:
Lot number is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d3: report source: updated h6: health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four photos were received for evaluation. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However the failure mode could not be replicate, complaint is not confirmed. Device passed all functional testing. No problem found. No actions taken, however as part of in process controls add based on CAPA opened on 09/sep/2021 for no disposable alarm issue, root cause the following containment action was implemented: work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Corrected data: h4: device manufacturing date and d4: device expiration date.